Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump requires that the time and date be re-set during battery and reservoir changes. Customer also reported that the pump alarmed battery out limit and no power. Customer's blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was done and the issue remained unresolved. Product is not expected to return.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted or unexpected battery power loss noted during testing. . Unit passed displacement test, off no power test, self test and unexpected restart error test. Unit functioned properly. No unexpected time change noted during testing. Unit was upload properly during testing. No unexpected error massage noted during testing. Unit received with minor scratched lcd window and cracked reservoir tube lip.